Event description:
The lariat was being used to ligate the left atrial appendage. An effusion developed along with a drop in blood pressure shortly after an attempt to capture the laa. A drain was immediately placed followed by a transfusion. The bleeding was resolved surgically. The pt was reported to be stable.

Manufacturer narrative:
The device was not returned for eval and therefore is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.